Event description:
On 12/19/96, the MFR's distributor contacted a MFR customer service rep and stated that a facility or nurse informed him that "the pt has therapy leaking into her tissue, causing the pt pain and discomfort in her neck and shoulders". No further details are available.